Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure for the treatment of atrial fibrillation (af), a faradrive steerable sheath was selected for use. Following removal of the dilator, a microbubble was observed within the sheath. The procedure continued; however, upon insertion of the farawave catheter, additional microbubbles were noted. The sheath was subsequently replaced, and the procedure was completed successfully. No patient complications occurred, and the patient recovered fully.